Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error message occurred. Customer's blood glucose (bg) was 540 mg/dl. A correction bolus was delivered via the pump to address bg. The customer successfully reloaded the cartridge and insulin delivery was resumed.